Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the ophthalmic console experienced a problem with nonexistent vitrectomy cutting during vitrectomy surgery. The surgery was completed successfully without any impact on the patient.